Event description:
It was reported that before using one (1) bd a-line¿, the syringe had a foreign body inside. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The evaluation of these photos shows evidence of foreign material and extra components inside the pouch. A total of 10 retained samples from lot 4246043 were visually inspected, and each was found to contain one syringe in the packaging. Additionally, 10 retained samples from lot 4311194 were visually examined, and no foreign material was found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4246043, for the indicated failure mode: incorrect count. This complaint has been confirmed for the lot 4311194, for the indicated failure mode: foreign matter - unknown. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd a-line¿, the syringe had a foreign body inside. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The investigation summary previously reported has been updated to: investigation summary : bd received four photos for investigation. The evaluation of these photos shows evidence of foreign material and extra components inside the pouch. A total of 10 retained samples from lot 4311194 were visually examined, and no foreign material was found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4311194, for the indicated failure mode: foreign matter - unknown. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd a-line¿, the syringe had a foreign body inside. No adverse impact was reported regarding the patient or user.